Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the device reevaluation and investigation, it is likely that the foreign material may have come from a chemical such as an antifoaming agent. However, the definitive root cause remains undetermined. The event can be prevented by following the instructions for use (IFU) which state: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: the operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.